Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2017-02289. New information was received identifying that the product was a cook inc. Manufactured device (B)(4) the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 19/dec/2017 as follows: patient received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging vena cava perforation, device is unable to be retrieved, deep vein thrombosis, occlusion, thrombolysis, venous collaterals, pulmonary embolism, pain, filter embedding. Retrieval was allegedly attempted in 2015 but was allegedly unsuccessful.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: aorta perforation. The additional information regarding aorta perforation does not change the previous investigation results for vena cava perforation/embedded. 20 devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
30may2019, report from CT (computed tomography): "one of the limbs of the ivc filter, has penetrated the wall of the ivc, and penetrated the wall of the right lateral aorta. The limb of the ivc may be within the lumen of the aorta. There is no evidence of pseudoaneurysm, nor retroperitoneal hematoma". 31may2019, report from CT: "there appears to have been a nondisplaced caval filter. One of the limbs of the filter appears to project towards the abdominal aorta. On the CT angiogram, there is no evidence of extravasation from the abdominal aorta. There are bilateral venous stents in the common iliac veins. The position of the caval filter does appear to be abnormal in the one of the limbs does appear to contact the abdominal aorta but there is no evidence of extravasation. Portions of the proximal portion of the caval filter appear to project from the lateral aspect of the inferior vena cava but there is also no evidence of extravasation."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating, "vc perforation, unable to retrieved, dvt, occlusion, thrombolysis, pe, pain, embedded, tilt." Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported peripheral vein thrombosis and pain is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.